Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).